Manufacturer narrative:
Corrected information - f13.

Event description:
According to the event description: good afternoon. Please see attached pir (B)(6) hospital in (B)(6). Account (B)(6). Please note that the event happened late friday afternoon 3.13 and pir form was sent to facility for more info on 3.16. I have not received further info from the contact yet, so I am providing a limited template place holder until that info can be retrieved. Once it is, I will reach back out to update the pir. This is all the info we have at the moment. The patient is good. Thanks so much. Pir rep form: occlutech® portfolio patient known infectious disease: no patient pre-existing condition and/or pre-diagnosis relevant to the event: no is device available for evaluation: unsure until further info is recovered. Indication the physician was using the device for? Asd closure. Please provide a description of the defect situation, including rim measurements: info retrieved so far: extremely difficult anatomy. What was the method of defect measurement upon device placement? Tee was a secondary method of defect measurement used? Tee was the ods iii used to implant the occlutech asd occluder? Yes summary of pir event: device dislocation / embolization did the physician deem the event a mis-sizing? No current patient condition: resolved.